Event description:
It was reported the instruments were used during a laparoscopic cholecystectomy. It was reported the 355l blade was exposed when inserted. No tissue was damaged as a result. The 511s trocar gasket fell into the trocar shaft. It did not go into the patient and was retrieved from the shaft without difficulty. There was no consequence to the patient.